Event description:
It was reported by the plaintiff's attorney that "on or around (B)(6), 2008, plaintiff was implanted with a pelvic mesh product suspension device" to treat her pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges the plaintiff suffered "serious bodily injuries" and "extreme pain", erosion of her internal tissues, dyspareunia and other injuries. The plaintiff's attorney also alleges that the plaintiff has experienced "significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures" and "sustained permanent injuries" as well as other damages.

Manufacturer narrative:
It is unknown what ams pelvic mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.